Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht70 ventilator light emitting diode (led) for the alarm silence/reset button was blinking intermittently. The pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The ht70 ventilator was not repaired yet, and the investigation is ongoing. (B)(4).